Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The tampon being somewhat stuck- vagina [foreign body in reproductive tract]. Cord started to fray [device breakage]. Removing the tampon and the cord started to fray...tampon somewhat stuck [complication of device removal]. Case narrative: consumer reported via e-mail that the cord started to fray. No serious injury reported.